Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open pouch. There are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed, there are no units in our stock. Received one open and unused sample with the thread wound on the pack and there is no needle inside. Without any closed sample we cannot carry out a complete analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: not accepted. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). When the customer opened the aluminum pouch in a surgery, he found that the suture had already been cut. (Please note the customer described the defect as "cut" however, it could be that there is detachment). The needle was discarded at the hospital and only thread is available for the investigation.